Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a flashing red temperature alarm while the patient was traveling in a vehicle and the driver was plugged into dc power. The customer also reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the onboard batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the reported issue were not returned and could not be evaluated as part of this investigation. Visual inspection of the driver's external components revealed abrasions on the drivelines and scratches/digs on the housing. This damage did not affect the functionality of the driver during investigation testing. Visual inspection of the internal components revealed foreign object debris (dust/dirt) on the exhaust fan and fan cover. The exhaust fan functioned appropriately during investigation testing; therefore, the foreign object debris was not related to the reported fault alarm. The exhaust fan and fan cover were cleaned during driver servicing. Review of the alarm history (eeprom) revealed a fault alarm code that can occur: - during onboard battery exchange while operating the freedom driver only on battery power; - as a result of foreign object debris on the exposed contact pins of the speaker printed circuit board assembly (pcba) to the main pcba; and - if an onboard battery is not fully latched in place where intermittent communication errors can result in a fault alarm. Visual inspection confirmed that there was no evidence of foreign object debris on the contact pins of the speaker printed circuit board assembly (pcba) to the main pcba. During the investigation, the driver was tested and passed all test acceptance criteria, which included normotensive and hypertensive patient simulator settings, with no anomalies, unintended alarms or unusual heat. In addition, an onboard battery discharge/recharge test was performed, and the driver performed as intended with no issues. The reported flashing temperature alarm and fault alarm were not functionally reproduced, and the root cause could not be determined. The investigation concluded that the freedom driver performed as intended, and there was no evidence of a device malfunction. The driver was serviced and returned to clinical use. The reported issues posed a low risk to the patient because they did not prevent the freedom driver from performing its life-sustaining functions. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
Ce 3064 initial.

Event description:
The customer reported that the freedom driver exhibited a flashing red temperature alarm while the patient was traveling in a vehicle and the driver was plugged into dc power. The customer also reported that the freedom driver exhibited an irreversible fault alarm while the patient was exchanging the batteries. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.